Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017. Customer's blood glucose value was unknown. Customer stated that he broke his shoulder which adjusted his ability to cook food. The customer was treated at the hospital. Customer is currently on syringes. Customer was off the pump for less than 48 hours. The insulin pump will not be returned for analysis.